Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol was loaded in the company cartridge by applying the non-company ovd with the help of company injector and the lens was implanted. While implanting the torn haptic was detected. The iol and the haptic element were removed from the anterior chamber through a tunnel incision. Due to this significant defect, a decision was made to refuse from the implantation of the iol, and the surgery was scheduled on the next day. Additional information has been received and stated that the corneal edema was observed after phacoemulsification. There was no patient harm.